Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. It is unclear whether the reprocessing was carried out according to the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material due insufficient cleaning. In addition, other issues included the angel wires were stretched, and multiple components had damage or deformation due to physical stress caused by handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the gastrointestinal videoscope nozzle was clogged. There were no reports of patient harm.